Event description:
Allergan aesthetics received a report of a patient who received coolsculpting with the cooladvantage applicator to the upper and lower abdomen treatment and possible flank areas and may have developed paradoxical adipose hyperplasia. Patient received liposuction treatment on an unknown date post coolsculping treatment.

Manufacturer narrative:
According to the coolsculpting user manual, under rare adverse events, paradoxical adipose hyperplasia is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. A supplemental report will be submitted if and when additional information is obtained.

Manufacturer narrative:
Corrected data: d1.

Event description:
Allergan aesthetics received a report of a patient who received coolsculpting with the cooladvantage applicator to the upper and lower abdomen treatment and possible flank areas and may have developed paradoxical adipose hyperplasia. Patient received liposuction treatment on an unknown date post coolsculping treatment.

Manufacturer narrative:
It has been identified that this record, mrn 3007215625-2022-00300, is a duplicate of mrn 3007215625-2021-02174. Please see mrn 3007215625-2021-02174 for reportable events.

Event description:
Previous emdr submission noted paradoxical adipose hyperplasia (ph). Upon further review of information, allergan aesthetics has determined that this record is a duplicate record. Please see mrn 3007215625-2021-02174 as the operating record related to this complaint.